Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in a mildly tortuous and moderately calcified anterior tibial artery. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure and inside the patient, it was noted that the catheter unwound itself around the wire. The catheter was removed from the patient intact. The procedure was completed by using another of the same device. There were no patient complications reported.